Event description:
A customer in (B)(6) notified biomérieux of a misidentification of escherichia coli as cronobacter malonaticus in association with the vitek® ms (ref 410895, serial (B)(4)). The customer did not specify what alternative method, if any, was used to identify the organism. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a misidentification of escherichia coli as cronobacter malonaticus in association with the vitek® ms (ref 410895, serial (B)(6)). The customer's raw data was analyzed for this investigation. The fine tuning analyzer report from the last fine tuning done before the identification issue has not been provided. Consequently, it was not possible to conclude on the fine tuning quality before the identification issue. The analysis of the calibrator mzml files indicates that no fine tuning was needed during the tests made on 28 and 29 nov 2019. The customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values are heterogeneous. This could be explained by a non-optimal spot preparation. According to data provided , the misidentification result as cronobacter malonaticus was obtained from the spectra having a lower number of peaks and the identification was obtained with a low identification score. The investigation concluded that the cause for the misidentification was non optimal spot preparation. Local customer service (lcs) has been instructed to provide the customer with additional training material to help improve spot preparation technique.see h10 for addtl mfg narrative.